Event description:
It was reported that the hand piece was "getting hot while in use." The reporter stated the product was not being used in surgery. It was unknown if there was patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If any additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device, and the reported condition of the hand piece running hot could not be confirmed. The unit met all specifications, and no failures were observed during the assessment.